Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a vinci-assisted surgical procedure, the surgeon was using the monopolar curved scissors (mcs) instrument, and it would not close completely. The customer took the mcs out and tested it with the dial, and it would open and close all the way. The customer took off the mcs tip and got a new one and felt the new mcs tip open and close. Everything worked, but when the instrument was reinstalled, the instance kept happening. The customer used another mcs instrument, and the problem was resolved. The customer was able to complete the procedure as planned. There was no patient harm reported due to this event.